Event description:
A lifecor sales rep contacted customer support to report that when he was attempting to setup a new pt, he could not get either battery pack to engage into the monitor. The suspect monitor and battery packs were replaced.

Manufacturer narrative:
Monitor-08/2006. Battery pack- 06/2006. Battery pack-09/2006. Device evaluation summary: device evaluations of the returned equipment have been completed. The reported problem was confirmed. The cause of the inability to engage either battery pack was a damaged battery connector within monitor. The common contact within the monitor's battery connector had become bent preventing the connector on the battery pack side from mating properly. The root cause of the damaged connector contact cannot be positively identified. Battery packs were undamaged and passed all functional tests. No adverse event resulted from the damaged monitor. The pt was setup with another monitor and set of battery packs.